Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye noted post-operative checkup. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product, batch and sterilisation history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. The manufacturer internal reference number is: (B)(4).